Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch form was received reporting that a patient underwent cataract surgery. During the procedure, the intraocular lens (iol) was inserted into the capsular bag; however, the trailing haptic appeared to be adhered to the posterior surface of the iol. The provider reintroduced the irrigation/aspiration (I/a) instrument into the eye in an attempt to dislodge the haptic, but the effort was unsuccessful. The procedure continued without further complications, and the patient was discharged. Later that same afternoon, the patient presented for a postoperative visit at the ophthalmology outpatient clinic. Upon examination, the iol was found to be decentered and located outside the capsular bag, with the haptic still adhered to the posterior surface of the lens. Additional information was requested.

Manufacturer narrative:
Correction: in the initial MDR submission, the medwatch report number was not updated in section h.10. This has now been corrected and included in the supplementary medical device report. The manufacturer internal reference number is: (B)(4).